Event description:
It was reported that the neurostimulator was not effective any longer for the pt. The lead was tested intra-operatively and found to be okay. Therefore, the stimulator was replaced. There were no pt injuries and the pt was reported as doing well.

Manufacturer narrative:
(B)(4).